Event description:
It was reported that the pulse generator exhibited backup vvi operation when interrogated in its box. The device was not implanted.

Manufacturer narrative:
(B)(4). Final analysis confirmed the backup operation, which could have resulted from an integrated circuit anomaly which is sensitive to exposure to low temperature. (B)(6).